Event description:
Please refer to (B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer had purchased a new hard drive and installed in the cns (central monitoring system). The device was then functional for about 2 weeks before it has intermittent blue screen. Upon exiting the cns software there was a yellow triangle icon with error message "pu-621 exe corrupted. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Both of the hard drives were replaced and the device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Upon further trouble shooting the customer found that they had a bad hard drive. We called the customer to confirm if the hard drive replacement resolved their issue. The customer has not decided when they were going to the repairs since they are currently using their spare central monitor in its place.